Manufacturer narrative:
Voluntary distributor narrative. The manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. Conmed (B)(6) reported on behalf of their customer that the unimax sb836, endo pouch, had a broken wire during a procedure on (B)(6) 2020. The surgeon was trying to extract the wire bag that had the specimen in it. He was holding the bag with a forceps. The procedure was completed as planned, no additional device was required. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.